Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing a l4-ilium posterior spinal fusion. When inserting the right iliac screw (1797-12-880) the expedium poly screwdriver tip broke off in the screw. The screw was fully seated, and in dr. (B)(6)'s judgement he decided to leave the screw implanted with the screwdriver fragment as he felt that it would be extremely difficult to remove and might do harm to the patient or the screw. He did undertap on this screw hole with a 6.0mm tap. The screw was inserted with a high degree of torque on the screw / screwdriver. He completed the procedure successfully with no harm to the patient, but the driver tip remains in the right iliac screw.

Manufacturer narrative:
Visual examination of the returned device revealed a fracture at the driver¿s distal tip. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the driver¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.